Event description:
The customer reports continuing artifact with ECG monitors when using the prisma. The customer was unable to provide historical info on each pt involved, thus only one MDR will be filed. There were no pt injuries or medical intervention.